Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pins of the remote monitor cable plug were broken. No troubleshooting was indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.